Manufacturer narrative:
(B)(4): the customer reported a failure to acquire a reliable 12 lead ECG. There was no negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to acquire a reliable 12 lead ECG. There was no negative pt impact.